Manufacturer narrative:
On 5/11/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a 75-year-old female patient underwent a persistent atrial fibrillation (afib) ablation procedure with a soundstar® eco diagnostic ultrasound catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and then open heart surgery. During mapping the patient¿s blood pressure dropped. A pericardial effusion was confirmed by intracardiac echo (ice). A pericardiocentesis and blood infusions were performed, it was unknown how much fluid was removed. The patient is currently in the operating room with ¿good¿ blood pressure. Device evaluation details: visual analysis of the returned sample revealed delamination on the tip of the soundstar eco. Deflection, ultrasound, carto 3 and transducer testing was performed, in accordance with bwi procedures. The device was working correctly, no deflection issues were observed and the device was it recognized and properly visualized and no errors were observed. However, image on ultrasound system was not clear due to delamination. A manufacturing record evaluation was performed for the finished device g9176794 lot number, and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a persistent atrial fibrillation (afib) ablation procedure with a soundstar® eco diagnostic ultrasound catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and then open heart surgery. During mapping the patient¿s blood pressure dropped. A pericardial effusion was confirmed by intracardiac echo (ice). A pericardiocentesis and blood infusions were performed, it was unknown how much fluid was removed. The patient is currently in the operating room with ¿good¿ blood pressure. No ablation catheter was used in the case, transseptal puncture was performed sjm brk. No error messages were observed on biosense webster equipment during the procedure. Ablation parameters and settings were not reported as not ablation catheter was used. The physician¿s opinion on the cause of this adverse event: procedure. Injury occurred during either mapping or transseptal. Since this event is life-threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.